Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra resilia valve inside a 27mm non-edwards surgical valve in mitral position by transfemoral vein. The patient presented with congestive heart failure and mitral regurgitation of the 27 mm non-edwards surgical valve. During valve deployment with an additional volume of 1cc (18 cc), the balloon of the commander delivery system burst when valve 90% expanded. The patient was hemodynamically stable and the valve stayed in position within the surgical valve. The delivery system was carefully removed from the valve and pulled into the esheath+. Both esheath+ and delivery system were removed as a single unit. A new esheath+ was inserted to post-dilate the valve using a 22 mm non-ew balloon. There was no paravalvular leak noted on echo, and the patient was transferred to ward in stable condition. The perceived root cause of this event was the patient anatomy, likely from surgical valve that was in the patient. The balloon burst when the balloon was inflated and made contact with the surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was unable to be confirmed since device was not available nor applicable imagery was provided for evaluation. Available information suggests that procedural factors (over-inflation) likely contributed to the event as per information provided the balloon was inflated with additional 1cc of fluid. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.